Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a cut in the response button ribbon cable. The root cause for the cut response button ribbon cable could not be positively identified.

Event description:
A us distributor returned a monitor during the investigation of an unrelated non-reportable death, when a reportable malfunction was found.